Manufacturer narrative:
The reported complaint of the missing pause episode was confirmed. Based on the information provided, it was determined that the high priority asystole segms were overwritten incorrectly. The root cause was unable to be determined with the available information.

Event description:
It was reported that undersensing was observed on the device. Upon investigation, the episode was missing an egm. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.